Event description:
It was reported that the user's father called customer support regarding a past event where the user experienced a seizure and loosing consciousness due to hypoglycemia with a blood glucose level of 2.9 mmol/l. The user regained consciousness before medical assistance arrived, ambulance staff did not need to give the patient any treatment; they only monitored her for a while before leaving. The customer consumed glucose tablets to treat the low blood glucose, and customer support recommended consulting a healthcare provider to discuss factors affecting blood glucose levels.